Event description:
Discovered during pre-use check that the over pressure n20 outlet would vent n20 when the n20 tank was turned on. Replaced pressure regulator for n20, this corrected the problem. Calibrated the kion, unit passed all pre-use checks, the unit is now operating properly.